Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as itchy skin on his back. The patient's nurse put a cream on the affected area. It was reported that the irritation got better with use of the cream.